Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, both reload worked/ functioned fine with manual handle.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a left vats/lobectomy. When removing the first reload an additional calibration sound was heard. The second reload was put on the device and all the lights indicated it was loaded correctly but the blue (close) button would not close the jaws and instead would articulate the jaws on one direction. When the reload was removed and placed back on the same event occurred. The adapter was removed and placed back on, the same event occurred. The battery was then removed and replaced and the handle indicator light was flashing with a solid blue indicator light on the side. The same event occurred with two new batteries. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 45 autoclave cycles for the handle. The error codes ¿select_motor_stop_jammed¿, ¿select_motor_stop_unjam¿, and ¿selector_cal_failed¿ were noted. A pmv representative adapter and single use loading unit were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.